Event description:
Health care professional reported they were shocked by their adc poc meter when they re-inserted the test strip into the device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This report serves a correction to follow-up #1. The "date received by manufacturer" on follow-up #1 reflected the date of (B)(6), 2011. The correct date is the (B)(6), 2011. This section of the report has been updated to reflect the correct date.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for meter (B)(4) is unknown.

Manufacturer narrative:
Meter was visually inspected and no new issues were observed. All functional test results were within range specification. The complaint was not confirmed.